Event description:
Customer reported: tube developed a crack in the hub. Customer reported that decannulation and recannulation of a replacement tube was required. Customer confirmed no additional harm to the patient.

Manufacturer narrative:
Covidien cts reference # (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.